Event description:
It was reported that the patient experienced increased rigidity, difficulty walking, and that the remote control was no longer able to communicate with the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system causing a loss of therapy. The patient was seen in the emergency room (ER), multiple attempts to connect to the ipg with a clinician programmer (cp) were made without success after multiple charging sessions. The physician decided to explant the ipg and replace it with a new device. The patient is doing well post operatively. The patient was discharged from the hospital and is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. With all the available information, boston scientific concludes that the cause of the patient experiencing a loss of communication between the remote control and the ipg and leading to inadequate stimulation and a return of their pre-existing symptoms associated with parkinson's disease (pd), and undergoing an ipg replacement procedure was confirmed based on device analysis and record review. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The ipg was analyzed, and no anomalies were found during the visual inspections. It was observed that the ipg was received in hibernation, in this state, the ipg cannot communicate with either the remote control (rc)or the clinician programmer (cpp. The ipg was fully charged in a single charging session and established communication with a known good rc and cp. The functional and communication test confirmed no communication issues with the ipg, and all electrode output integrity tests revealed no issues that could have contributed to the reported event. Data log review indicated that the ipg battery voltage was maintained above 3.75 volts. The device did not enter hibernation either on the date of the event or in the period surrounding its explant. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any of the device components or the battery, including but not limited to loss of adequate stimulation. Motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems, and musculoskeletal stiffness, are known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced increased rigidity, difficulty walking, and that the remote control was no longer able to communicate with the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system causing a loss of therapy. The patient was seen in the emergency room (ER), multiple attempts to connect to the ipg with a clinician prgrammer (cp) were made without success after multiple charging sessions. The physician decided to explant the ipg and replace it with a new device. The patient is doing well post operatively. The patient was discharged from the hospital and is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. The ipg was analyzed, and no anomalies were found during the visual inspections. It was observed that the ipg was received in hibernation, in this state, the ipg cannot communicate with either the remote control (rc) or the clinician programmer (cpp. The ipg was fully charged in a single charging session and established communication with a known good rc and cp. The functional and communication test confirmed no communication issues with the ipg, and all electrode output integrity tests revealed no issues that could have contributed to the reported event. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states loss of adequate stimulation, motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and injuries resulting from these problems and musculoskeletal stiffness are known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced increased rigidity, difficulty walking, and that the remote control was no longer able to communicate with the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system causing a loss of therapy. The patient was seen in the emergency room (ER), multiple attempts to connect to the ipg with a clinician prgrammer (cp) were made without success after multiple charging sessions. The physician decided to explant the ipg and replace it with a new device. The patient is doing well post operatively. The patient was discharged from the hospital and is doing well post operatively.